Event description:
It was reported that the bed rail was stuck in the low position and could not be raised.

Manufacturer narrative:
It was reported that the bed rail was stuck in the low position and could not be raised.. The customer stated that the push button was stuck and would not move, preventing operation of the bed rail. The issue was noted shortly after delivery. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.